Event description:
It was reported that air was trapped in the catheter. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. The 1.50 rotapro was selected for use. During preparation outside the patient, air remained trapped within the catheter. The device was repeatedly reconnected in an attempt to remove the air, but air continued to emerge from the catheter. The procedure was completed with another of the same device. There were no patient complications.